Event description:
When the physician tried to insert gpso-7-15, the wire didn¿t pass through the stent. So he changed other stent. (Gpso-7-15) and case finished successfully. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No. 1. Please indicate where the device was stored prior to use. It was stored in their own cabinet. 2. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Olympus visiglide 0.025 straight wire was used in this case. 3. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? If yes please indicate the procedure performed. No. 4. Was the wire guide inspected for damage prior to use? Yes. 5. Was the device at the centre of the complaint inspected for damage prior to use? Yes. 6. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. 7. If not with the device in question, how was the procedure finished? They used another lot number of gpso-7-15. For complaints occurring during use (once in contact with endoscope) also ask: 1. Had a sphincterotomy been performed prior to this occurrence? No. 2. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus tjf 260. 3. Does your medical facility have a service/maintenance schedule associated with its endoscopes? No. 4. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. Biliary duct( from left ihd to ampulla). 5. Was resistance encountered when advancing the wire guide to the target location? Yes, a bit. 6. Was the stricture dilated prior to placing the device?* if so, please indicate what device(s) were used. No. 7. Was resistance encountered when advancing the introduction system in place to the target location? Yes. 8. Was resistance encountered when advancing the stent through the obstructed area? N/a (mark n/a if device was not used on any patient) after placement, was stent position verified? If yes, please describe how. No. 9. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. Less than 1 minute. 10. Did any section of the device detach inside the endoscope or patient? No. 11. If the device broke upon removal, please indicate what removal tool(s) were used (manufacturer). N/a. 12. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. N/a. 13. Were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. If so please indicate the modifications and why they were necessary. N/a.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 08-sep-2023.

Manufacturer narrative:
Device evaluation: 1 x gpso-7-15 device of lot number unknown was returned to cirl opened in its original packaging. With the information provided, a physical and document based examination was performed. Lab evaluation: lab evaluation date: 12 jul 2023. Visual inspection: stent returned without any visual defects. Functional inspection: 0.035 inch wire passes through freely. Ipe: ipe0290 - calipers. Image review: n/a. Document review including IFU review: as the lot number of the complaint device is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all gpso-7-15 devices are subjected to 100% visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Historical data not reviewed as lot number is unknown. It should be noted that the instructions for use (ifu0055) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ the device label also highlights a 0.035 inch wire guide is recommended for use with this device. There is evidence to suggest the user did not follow the IFU and/or label. Root cause review: a definitive root cause can be attributed to user error. From the information reported in the file, it is known that a 0.025 inch wire guide was used with the device. As per the product label, the user is instructed to utilise a 0.035 inch wire guide. The use of a non-recommended wire guide with the device may have contributed to the issue reported and prevented the progression of that wire guide as during the lab evaluation for this device, a 0.035 inch wire was noted as passing through the stent freely. Confirmation of complaint: complaint is confirmed based on the visual and/or functional inspection. Summary: complaint is confirmed based on the visual and/or functional inspection. Failure identified - user error, incorrect wire guide: 01 device confirmed prior to use. A definitive root cause can be attributed to user error and the use of a non-recommended wire guide with the device. From the information reported in the file, it is known that a 0.025 inch wire guide was used with the device. As per the product label, the user is instructed to utilise a 0.035 inch wire guide. The use of a non-recommended wire guide with the device may have contributed to the issue reported and prevented the progression of that wire guide as during the lab evaluation for this device, a 0.035 inch wire was noted as passing through the stent freely. According to the initial reporter, this occurrence was prior to patient contact. Complaints of this nature will continue to be monitored for potential emerging trends.